Event description:
It was reported that inadequate shocks, undersensing, high hv impedance (>200ohm), and helix damage was observed. The lead was explanted, returned, and analyzed by the manufacturer and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. This report is based on initial information and device return and analysis. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: lfl005200v analysis found the distal conductor was fractured, ull lead returned for analysis.